Event description:
An electronic report has been received from a hemodialysis user facility. The facility reported that staff was infusing saline to a patient with use of these lines, and noticed air sucking into the system. The machine was stopped and the staff noticed that saline was dripping out of the bottom of the "t" segment of this arterial line. When the staff inspected closer, the line separated. The blood in the venous line was able to be returned to the patient without incident. A new set of bloodlines was used to complete the dialysis without further incidence. The patient was discharged to home. A sample is available for an evaluation. The patient is reportedly fine and did not require any further treatment as a result of this incident.